Manufacturer narrative:
H.6 investigation summary: customer returned two (2) loose 31gx6mm. 0.5ml bd insulin syringes from an open polybag from lot 9168984. Customer reported one of the syringe needle shields was broken, half shield is missing needle was bent. Both returned syringes were examined, and the following was observed: one syringe with a broken shield, and bent cannula, one syringe with needle-hub/shield separation no damage to the barrel tip observed. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. Assembly process summary: automatic syringe assembly machine, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries were looked at nothing pertaining to this defect could be found therefore, the root cause for this defect cannot be determined. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see h.10.

Event description:
Material no. 324911; batch no. 9168984. It was reported that during use of the bd veo¿ insulin syringe with bd ultra-fine 6mm needle the needle shield was broken and needle was bent on one syringe. The following information was provided by the initial reporter: daughter of a consumer reported one of the syringe needle shield was broken, half shield is missing needle was bent. Consumer uses new needle for her injection each time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 324911, batch no. 9168984. It was reported that during use of the bd veo¿ insulin syringe with bd ultra-fine 6mm needle the needle shield was broken and needle was bent on one syringe. The following information was provided by the initial reporter: daughter of a consumer reported one of the syringe needle shield was broken, half shield is missing needle was bent. Consumer uses new needle for her injection each time.

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for needle shield damaged and the 2nd related complaint for needle bent for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
Material no. 324911 batch no. 9168984. It was reported that during use of the bd veo¿ insulin syringe with bd ultra-fine 6mm needle the needle shield was broken and needle was bent on one syringe. The following information was provided by the initial reporter: daughter of a consumer reported one of the syringe needle shield was broken, half shield is missing needle was bent. Consumer uses new needle for her injection each time.